Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that high pace impedance measurements were reported when it comes to this lead. Prior to extending the helix of this lead the values were still high and out of range. Boston scientific technical services (ts) disused finding a better position with better values. Ts discussed that the lead could be over scar tissue or less conductive tissue resulting in the reported observations. It was confirmed that no other placement options showed better results for this patient. The lead remains implanted. No adverse patient effects were reported.